Manufacturer narrative:
(B)(4). Date sent: 9/21/2015. Batch # (B)(4) the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one clip was ejected due to the condition of the jaws; finally the instrument locked out as intended. Upon evaluation, no clips got stuck in the instrument. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used. Every other clip was stuck in the device and had to be pulled out manually. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.